Event description:
Event description boston scientific received information that this patient's pacemaker was pacing at a rate of 60ppm and was not sensing appropriately. Loss of ventricular capture and high impedance measurements were observed. The caller could not find the device utilizing the programmer. The patient stated that it was in her abdomen; however, the caller could not feel the device. Additionally, the patient is pregnant so they could not perform an x-ray. A boston scientific technical services consultant recommened troubleshooting. The following week, the pacemaker and associated lead were removed from service.